Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had not used their device in several years because they were not getting pain relief. It was unknown when the patient first started noticing this issue. They stopped recharging the ins about 3 years prior to the report, so the rep reported they suspected the ins was in overdischarge. The ins, two subcutaneous leads and the extension were going to be explanted on (B)(6) 2019. It was noted the patient also has an epidural lead but the doctor would not be explanting that because per the doctor the patient has a risk related to bleeding. The doctor was asked to return explanted devices but it was noted they refused to return them for analysis. It was also noted that the patient was not interested in getting a replacement device. No further complications were reported or anticipated.